Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was struggling with accuracy issues since 11:00am and suddenly lost consciousness in the afternoon and found passed out by his wife at 5pm. The patient was treated with juice to regain consciousness and recovered. The patient was sleeping at the time of inaccuracy. The wife noticed him sweating a lot, she woke him up and gave an orange juice. Before giving a juice, the cgm reading was 100 mg/dl but when she tested the bg reading was 50 mg/dl. At the time of the report the patient was feeling much better and stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
The reported glucose values fall within the c zone of the parkes error grid.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "the reported glucose values fall within the b zone of the parkes error grid." H2: correction